Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, all stations were in disconnected mode. The customer reported that there was a data synchronization failures or errors during the dispense workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the complaint history for sn 15953604 was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn 15953604 was performed from the date of manufacture, 09-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that all stations were in disconnected mode and under critical override. A technical support specialist stated that the customer was reached out to hospital information technology, and the server was rebooted. During the reboot, the server initiated a windows update, which took nearly an hour to complete. After the update was finished, the server screen became visible, and the disconnected mode and critical override icons disappeared. The customer confirmed that the issue had been resolved. The system functioned as intended after the technical support specialist investigation the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, all stations were in disconnected mode. The customer reported that there was a data synchronization failures or errors during the dispense workflow. There were no adverse events or injuries reported based on this event.